Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for a follow-up in the clinic with wound dehiscence and experiencing pus drainage. The patient was stable and would continue to be monitored.